Event description:
It was reported that the device was used during an anterior resection. Partial cystectomy and re-implantation of left ureter into the right ureter. The device fired without incidence. The pt's condition deteriorated through the evening and was returned to surgery the following day. The surgeon reported that when he went back in, the anastomosis had come apart and that there was a failure in the anastomotic technique. It was reported that at the time of the operation the donuts were intact and the leak test was satisfactory. The surgeon felt that the anastomosis was under no tension, but the anastomosis had come apart with a gap across the front of the anastomosis. The surgeon reported that the staples were fully formed and that he had quite a lot of difficulty cutting the anastomosis out post operatively.